Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2014-06812. It was reported that a rotawire fracture occurred. A 1.50mm rotalink¿ plus and rotawire were selected to treat and advance to the target lesion. After platforming, as the burr was advance to the body it was noted that the burr was stuck on the rotawire. An attempt to remove the burr from the rotawire was done and it was then noted that the wire snapped. The burr and the rotawire were pulled out and the procedure was completed with another of the same device. There were no patient complications reported.